Event description:
The surgical lead was found to be non-functioning on one side after the new stimulator was implanted. The lead was replaced. On visual inspection, the lead was noted to be fractured.